Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead.

Event description:
The rep further reported that a troubleshooting operation was performed. The lead and the pocket adaptor were replaced. The patient was okay.

Manufacturer narrative:
Device analysis for the adapter revealed the body conductor was broken within 10cm of connector area. Conductor #4 was broken 2.8cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has some more "tiks". Troubleshooting was performed, and the impedances were measured with the clinician programmer. The impedance measurements were: c<(>&<)>4 >40,000, 4 <(>&<)>5 >40,000, 4<(>&<)>6 >40,000, 4<(>&<)>7 >40,000. The indication for use was tourette and it could not be the progression of the disease. It was thought that the therapy was effective. The device remained implanted and in service. The rep was going to follow up with the hcp to find out the cause, if the issue was resolved, and if any actions/interventions were taken to resolve the event. If additional information is received, a follow up report will be sent.